Event description:
The manufacturer received information alleging the "screen no longer turned on though airflow was being delivered while the unit was being used on a patient". When the device was "restarted up the unit then the screen turned on". There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, the issue was not duplicated. It was confirmed that the screen display and all letters were able to be viewed and no error indicating a device failure was recorded in the error log. It was determined that the issue was caused by the lcd failure. The lcd was replaced preventively. Additionally, not related to the issue a periodic maintenance 2 was performed. The screw fastening count exceeded the prescribed value, the base enclosure was replaced to address the issue. Run in tests and cleaning then confirmed the unit operated properly.